Event description:
A malfunction was reported on the pump, with no notable events occurring prior to this issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if any malfunction code reappeared, and they acknowledged and understood the instructions.